Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), this was a valve-in-valve case of a 26mm sapien 3 ultra transcatheter heart valve in pulmonic position by transfemoral approach. The patient had a 27mm perimount surgical valve that failed due to regurgitation and stenosis. It was decided to use a 22fr dryseal sheath. The valve was prepped as per usual for pulmonary valve implantation. The loader and valve passed through the dryseal hemostasis valve with no issue. The delivery system was advanced to a straight section for valve alignment. The balloon catheter was pulled into the valve and fine adjustment was initiated. Pulling into the balloon took more force than in a transfemoral artery. After initiating the fine adjustment, more force than expected was noted and there was material build up noted under fluoro. The decision was made to abort the procedure and remove the valve and delivery system. Everything was removed safely without issue. On the table the balloon was noted to be 'peeled' off and bunched up in front of the valve. Inflation was tested and it appeared that the balloon was not intact. Preliminary evaluation of the returned device confirmed that the described damage was a balloon torn. It should also be noted that wire and sheath positioning was very time consuming. The valve was prepped and in the loader for more than an hour.

Manufacturer narrative:
Added h6 type of investigation and investigation findings corrected h6 component code and investigation conclusions the 26mm commander delivery system was returned partially locked at the default marker with 50% fine adjust and 50% flex used. Loader cap returned over flex shaft and crimped valve returned over proximal shoulder of inflation balloon. The returned devices were visually inspected, and the following was observed: valve crimped on proximal shoulder of inflation balloon with inflation balloon material bunching distally. Crimp balloon torn. Minor gouges on flex tip. After distal end of delivery system was removed, engineering performed valve alignment. The balloon shaft was able to pull to warning marker, lock and utilize full fine adjustment with no abnormalities observed. Additionally, locknut/collet force measurements were taken of the returned device. Recorded measurement shows device met specification. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. The complaints for fine adjustment difficulty and balloon torn were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The balloon torn issue has previously been documented and assessed in a product risk assessment and investigated in a corrective and preventative action. As reported, "the balloon catheter was pulled into the valve and fine adjustment initiated. Pulling into the balloon did take more force than in a transfemoral artery. After initiating the fine adjustment, more force than expected was noted and there was material build up noted under fluoro. Decision made to abort and remove the valve/delivery system. All was removed safely without issue". Per the case notes, "there was tension built up in the delivery system" and the patient's anatomy was tortuous. It is possible that tension may have been introduced onto the system leading to the reported valve alignment difficulties. The exact cause of tension is unknown; however, possible sources are a tortuous anatomy or altered balloon profile affected by device preparation steps, such as inflating the balloon past the recommended 20-30% as instructed in IFU materials or leaving residual fluid in the balloon after de-airing. Attempts to align valve over inflation balloon in these conditions can lead to the valve catching onto balloon material and contributing to the valve alignment difficulties reported. Additionally, if valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip, as evidenced by gouges on flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high valve alignment forces. The study revealed that performing valve alignment in a curvature appears to increase the possibility of "diving" (thv become unseated from the flex tip), which in turn increases valve alignment force. Higher alignment force appeared to have a higher likelihood of occurrence at tighter radii. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event. As reported, "on the table the balloon was noted to be 'peeled' off and bunched up in front of the valve. Testing the inflation and it appears the balloon was not intact at all. Preliminary evaluation of the returned device confirmed that the described damage was a balloon torn". Potential root causes for material separation between the inflation balloon and crimp balloon have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip). If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. Per the training manual, "if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary." It is possible that once the resistance was felt, "more strength than usual" was applied to overcome the resistance. The increased forces and tension could have then weakened the balloon causing the balloon to tear. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient (tortuosity) and/or procedural factors (valve alignment in non-straight section) may have contributed to the reported event.